Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The hill-rom technician investigated and found a sticky substance on the siderail latch. The technician cleaned the siderail latch to repair the bed.